Event description:
Event description guidant received information that this device had a noise issue when using the automatic capture feature just post implant. The error message indicated there was noise on the ventricular channel and therefore the device could not measure the ventricular threshold using the automatic capture feature.